Event description:
Device 3 of 3. Reference MFR report #1627487-2012-12073. Reference MFR report #1627487-2012-12074.

Manufacturer narrative:
This charger model number was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA). Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.